Event description:
I'm reporting a correlation for possible investigation/concern of causation. My dadreceived Manduu exercise therapy regularly for weeks. He was recently diagnosed withSezary lymphoma via biopsy with skin involvement at 69 years of age. I want to raisethe question if repeated skin irritation/stimulation via Manduu may have triggeredabnormal development of lymphocytes and/or abnormal focus of lymphocytes on theskin, patrolling/policing the shocked areas. While the shocks from Manduu are onlyintended to target muscles, I would think it's rather obvious that other tissues en routeto the muscles also receive the shock stimulation. Of course, the are other possibletriggers, but I am not aware of any other possible triggers at this time. No family historyof lymphoma.